Event description:
A home patient's spouse contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 2/4 of their automated peritoneal dialysis therapy. Reportedly, a supply bag fell and became disconnected from the supply line of the homechoice set during therapy for an unknown reason. Baxter's technical service center assisted the home patient's spouse in ending the therapy early. Therapy was completed by using the same supplies. No patient injury or medical intervention was associated with this incident per the home patient.